Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to receiving inappropriate shocks. Revision surgery was performed and the right ventricular lead was capped and replaced. During surgery, insulation damage was noted on the proximal portion of the rv lead. The patient's condition was stable following the procedure and there were no adverse consequences.